Manufacturer narrative:
Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy tube was found to have a broken and leaking air bag when switching the patient to ventilator-assisted breathing. There were no reported adverse events.